Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2012; 1458q86 st. Jude lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. It was further reported that the patient received inappropriate therapies. The lead was capped and replaced. No patient complications have been reported as a result of this event.